Event description:
An adhesive issue was reported with the adc sensor via webform. The sensor prematurely detached and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced a loss of consciousness and/ or seizure. Customer reported they did not receive any third-party treatment. There was no report of death or permanent injury associated with this event. Adc customer service attempted to contact the reporter/customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful.

Manufacturer narrative:
Sensor (B)(4) was returned and investigated. No physical damage observed on sensor patch. No issues were observed with the adhesive. Issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.